Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the latch would not register as closed on the smart remote manger. A field service engineer received connections on latch and applied carbon grease to the latch assembly to resolve. The system functioned as intended after the field service engineer repaired the device. D4 & h4: serial number, UDI and manufacturer date not available

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the refrigerator failed to unlock, preventing access to medications for filling and dispensing. The customer stated that this malfunction resulted in a 10-minute delay in medication dispensing, as the user had to retrieve the necessary medications from the pharmacy. There were no adverse events or injuries reported based on this event.